Event description:
Emergency surgery was being performed for a ruptured ascending aortic aneurysm. The cannula was inserted through a graft. After repair of the rupture, the surgeon attempted to remove the cannula but met resistance. While the surgeon attempted to remove the cannula, the cannula's reinforced tubing broke off. The surgeon clamped the graft and the part of the cannula remaining in the patient and proceded to attempt to remove the cannula. The cannula tubing broke again. The tip of the cannula, including the entire solvent bond joining the molded tip to the tube, was not removed from the patient. The hospital was unable to determine the destination or to retrieve the tip of the cannula. The cannula parts that were removed from the pateint was discarded initally, but were later retrieved by hopital personnel. The suture ring was not found and its location remains unknown.